Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the tubing detached from the quick release when he was sleeping. The tubing had been in use for 24 hours. The quick release was located on right side of lower back and the pump was lying loose on the bed. The tube was kept at a temperature of 20 degrees celsius in a dark environment. No further information available.